Manufacturer narrative:
The manufacturer's service representative performed an on-site investigation. A fuse was replaced. The system was tested and operates as intended.

Event description:
The customer reported that the vertical lift column was not working on the 7900 system. No pt injury was reported.